Event description:
The distributor reported the coral power screw driver tip was "jammed up inside the driver" during a transforaminal lumbar interbody fusion(tlif) procedure. The set did not have a spare device so a different screw driver and power adapter was used. There was no pt injury and a 5 minute delay in surgery due to this.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.